Event description:
Bilateral sterile knee effusions s/p synvisc one injections. Dose or amount: unit dose. Frequency: one shot per knee. Diagnosis or reason for use: osteoarthritis knee. Event abated after use stopped or dose reduced? Yes.